Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within an acceptable range. The customer was instructed to remove the cartridge and administer a 9-unit bolus, which was completed successfully. The customer was then able to reload the cartridge and continue insulin therapy, resolving the issue.